Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. The reported product will be investigated once received from the customer, and a follow-up report will be submitted after all investigation activities are complete. Initial reporter documented as (B)(6) for FDA submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced blisters and redness at the sensor site. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.